Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a broken tracheostomy tube found on a patient. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Received one device. The complaint of broken tube can be confirmed due to the damage observed on eyelet of the set. A tear was observed on the flange at the eyelet. The probable cause of the damage is unknown. No serial number was provided, therefore a device history record (DHR) review was conducted.